Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a275 (serial: (B)(6); product type: 0200-lead; brand name vectris surescan; product ID 977a275 (serial: (B)(6); product type: 0200-lead; g2: the country of the event is gb h6 codes belong to the leads. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was implanted with an I mplantable neurostimulator (ins). It was reported that on interrogation, contacts 5 and 12 were out of range (B)(6) 2025. They were not in use for current programming and at the next device interrogation on (B)(6) 2025 this had resolved and all were in range. However at the appointment (B)(6) 2025 they were out of range again along with electrodes 8 and 9. These were in use at the time and re-programming was done. At the appointment on (B)(6) 2026, electrodes 5,8,9,12 and 13 were out of range. No action was planned at the moment. Their age at consent was 55 and weight was 82.6 kg. The relationship of the event to the device or therapy was noted as a causal relationship and the devices were noted as the leads. The event resulted in an unscheduled clinic or office visit. The device diagnosis was high impedance. The outcome was listed as ongoing.